Event description:
No harm to patient. Piece of the versa cross rf wire sheared off in the middle of the case. All information about event and product are provided in this medsun report. No additional information was provided.